Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified lower sensor scans while wearing the adc device. As a result, on (B)(6) 2022, the customer had a seizure and was admitted to the hospital where they were treated with IV medication for hypoglycemia and seizures. An hcp glucose test of 150 mg/dl was reported. The customer was hospitalized for 10 days. No further information was provided. There was no report of death or permanent injury associated with this event.